Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and min body of the minicap transfer set which resulted in a leak. The event was further described as ¿the tip of the transfer set came off." This was observed during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation with the silicone tubing and patient adapter only . The tubing only was returned indicating a separation between the tubing and main body occurred confirming the report of leak. There were markings on the inside of the tubing indicating the tubing was positioned on the female connector leg. The main body / female connector was not returned; therefore, the report of leaks at female connector could not be confirmed nor refuted. The cause of the separation could not be determined; however, the assembly between the two components is a friction fit and not a solvent bond; therefore, a strong tug on the tubing or patient adapter can cause separation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.